Event description:
A medtronic representative reported that a site alleged an inaccuracy occurring while in a cranial procedure. No specific measurement was provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not available from site at time of this report. Medtronic representative following-up reports the surgeon was navigating on the registration screen and had not advanced into navigate. Exam is within specifications. No patient files/logs/exams will be returned to manufacturer for evaluation. Patient files not returned.